Event description:
It was reported that the device was in use with patient for infusion of life-sustaining medication for treatment of pulmonary arterial hypertension. The reporter stated the patient was able to start the pump "a few times" but the pump stopped and gave an alarm (type of alarm not reported). The reporter stated the user switched to their back up pump. No adverse effects to patient reported.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported issue of an alert that the cartridge was removed was not verified. The cartridge was loaded and the program ran for an extended period of time, no issues occurred the device was functioning properly.